Manufacturer narrative:
Conelog progressive line implant could not be placed as insertion post fractured during implant placement fracture was caused by mechanical overloading during procedure. Dentist should have consulted IFU to prevent this from happen.

Event description:
Insertion post fractured during dental implant placement. Implant needed to be removed.